Event description:
Sterile gloves had small hole in middle of fourth finger upon donning. Per staff member donning sterile gloves has happened around 5 times in past couple weeks. Reference number on gloves: v20685770. I assess this is happening only with the over-gloves so far and not noticed in the under-gloves. I recommended all staff wear under-gloves for all procedures and inspect all gloves upon donning to prevent patient harm. Delivered gloves and packing to management. In this instance, staff member started to prepare the table before she noticed it and we had to throw the whole procedure tray away.